Event description:
It was reported that prior to an endovascular abdominal aortic aneursym repair, an attempt was made to deploy the prostar xl sutures in the common femoral artery using a preclose technique through a 7f sheath. Reportedly, during needle deployment, while positioning the device at the recommended 45 degree angle, the needles would not deploy. When the four needles were being retrieved, two became stuck. A backdown technique was performed and one needle could not be retrieved. A cut down was performed and the device was removed. There was no adverse patient sequela. The physician is reported to be in-training in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - for use with a 7f sheath. Instructions for use indicates for use with 8.5f to 24f sheaths. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). An analysis of the returned device confirmed the report that the needles did not deploy. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the investigation, no product deficiency was identified. Reportedly, a 7f sheath was used during device deployment. Per the instructions for use, the prostar xl device is designed for use in conjunction with 8.5 to 24f sheaths.